Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
After pka case was completed, central processing noticed chip in blue tibia impactor tip. Tip would not attach back on to impactor.

Manufacturer narrative:
Corrected data: d10/h3 product available to stryker. An event regarding crack/fracture involving a mako impactor was reported. Review of the product history records indicate products were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. Conclusions: it was reported that there was chip in the blue tibia impactor tip. The reported event was not confirmed as the product was not returned for evaluation. The product was noticed upon inspection there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
After pka case was completed, central processing noticed chip in blue tibia impactor tip. Tip would not attach back on to impactor.